Event description:
It was reported that during a cardiac catheterization a j-tip, fixed core, 150cm guideright guidewire was used. It was passed through a 6f cordis avanti introducer sheath that had been placed in the right common femoral artery (rcfa). The guidewire would only pass to the tip of the sheath. At that point the distal tip prolapsed. This curled position caused entrapment when the physician attempted to remove the wire. The location of the entrapment was not known but as the physician pulled with force, the wire uncoiled in the pt. The pt underwent surgical exploration to remove any potential wire remnants. The pt was reported to be doing well with no further complications. This event occurred in 2008; the exact date of the event is unk.

Manufacturer narrative:
No prod was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the event could not be conclusively determined.